Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to clinical study, post-operatively, patient experienced urinary tract infection.